Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01767.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a ruby coil, a pod coil, a lantern delivery microcatheter (lantern) and a non-penumbra diagnostic catheter. During the procedure, while advancing a ruby coil through the lantern and into the target vessel, the physician experienced resistance and subsequently, the ruby coil unintentionally detached inside the lantern. Therefore, the lantern and the diagnostic catheter were removed with the detached ruby coil. The procedure was completed using a pod coil, the same diagnostic catheter and another lantern. There was no report of an adverse effect to the patient.